Event description:
Leaking ¿ disconnection of evd catheter? The tubing is connected to the evd catheter to allow for csf drainage from the patient ventricle to a burette which allows for the nurse to measure how much drainage is coming out per hour. It also allows for the nurse to measure the patient's intracranial pressure. Tubing disconnection cause unimpeded flow for cerebrospinal fluid without provider control or monitoring. Primary rn notified of broken duet evd tubing below stopcock by physical therapy. Patient was finished working with physical therapy and there was noted leakage from duet evd. Reconnected and secured tube back. Luer lock around stopcock was found to be not loose. Stopcock clamped towards patient. Neurosurgery and apcm notified of equipment breakage. Neurosurgery examined at bedside and planned to replace evd setup. New evd set up under sterile precautions by rns. Neurosurgery swapped broken evd tubing and set up with new set up. Patient stable. Apcm collected broken evd tubing and chamber for further evaluation.